Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal covered stent was to be implanted to treat esophageal stenosis during a stent implantation procedure performed on (B)(6) 2026. During the procedure, the stent was reported to have dislodged outside the patient. Another ultraflex esophageal stent was used to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.